Event description:
It was reported the patient expired six days after implant. The patient underwent surgery for deep brain stimulation on (B)(6) 1996. The surgery itself was unremarkable. On (B)(6) 1996, the patient developed progressive dysphagia. A CT study of the head showed possible early ischemia in the left middle cerebral artery territory with slight mass effect. Another CT scan the same day showed a large parenchymal hematoma in the left frontoparietal region with midline shift of about 2 cm, subarachnoid hemorrhage with effacement of the basilar cistern, intraventricular hemorrhage with blood in the left ventricle and dilation of the right lateral ventricle. Despite aggressive therapies including a craniotomy performed on (B)(6) 1996 to evacuate the hematoma, the patient's condition continued to deteriorate, and the decision to "do not resuscitate" was made. The patient was pronounced dead on (B)(6) 1996.

Manufacturer narrative:
(B)(4) - final device analysis of implantable neurostimulator (ins) system revealed no anomaly found - ins is functionally ok.